Event description:
The user facility reported that a patient slid off the table during a patient procedure while the table was in the reverse orientation, trendelenburg full left tilt position. The patient was restrained with 1 restraining strap across his lower body. The patient received a CT scan, chest x-ray and neurological exam and no injuries were noted. Steris contacted the hospital to follow-up on the patient status, however no additional information was provided.

Manufacturer narrative:
A steris district service manager and service technician inspected the table found it to be in proper mechanical condition. The inspection revealed that half of the velcro used to attach the x-ray center top section to the table top pad was missing. Without this velcro the table top pad was not properly attached to the x-ray center top, causing the patient to slide off the table when the table was placed into reverse orientation. Steris has determined the cause of this event to be user error as the facility did not properly check the x-ray top accessory or the table top pad prior to use of the table. The equipment operator manual states on page 4-11, "warning - personal injury hazard: when installing any table accessory, check for correct attachment and tighten securely. Do not use worn or damaged accessory. Check installation before using any accessory". The surgical table is not under steris service contract and is currently maintained and serviced by a third party. Steris conducted an in-service training for hospital staff on the proper operation of this table on (B) (4) 2010.